Manufacturer narrative:
Concomitant medical products: 5076-52 lead, (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for an episode of atrial fibrillation. The device misclassified the rhythm as ventricular tachycardia/ventricular fibrillation. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.